Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. User tried to reboot and recover but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer walked up to the station and observed a failed icon. After having the customer log in, attempts were made to recover qb pockets a1 and a3, but both showed as not detected on the bus. The system was shut down, the row board cable connection was reseated, and the rotor van connection was reset. The system functioned as intended after the field service engineer repaired the device.